Manufacturer narrative:
Failure event was observed during analysis. Final analysis found long charge time behavior with the field capacitors consistent with high voltage capacitor deformation.

Event description:
This report is to advise of an event observed during analysis.